Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient started having frequent low flow/red heart alarms. The patient increased her fluids and the alarms stopped occurring; however, the system controller continued to display low flow readings that were inconsistent with the patient's condition. Exchanging the system controller resolved the issue. The log file submitted to the manufacturer for review revealed a yellow wrench alarm and multiple low flow hazard alarms.

Manufacturer narrative:
The report of the estimated flow being blank was confirmed based on a log file analysis of the returned system controller; however, the system controller functioned as designed during the evaluation and the reported low flow alarms could not be confirmed and were not reproduced during the investigation. The reported low flow alarms were not captured in the log file. According to the additional information that was provided to the manufacturer, the log file was erased prior to the return of the system controller. The returned system controller passed the testing procedure and was able to operate a mock circulatory loop without any issue for over 4 hours. Although the expected flow value was displayed throughout the investigation, the estimated flow from one system controller to another can vary due to device tolerances. One system controller may alarm where another is at or slightly above the alarm threshold. An improvement was made to system controllers with software version 7.23 such that the estimated flow is more consistent between system controllers. Based on the information provided to the manufacturer, the system controller was exchanged in accordance with thoratec labeling and the issue resolved. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.